Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rippling (waves) and visible wrinkling", "folding of the implant", "pain", "change in shape of the implants" and "rupture". This record is for the left side. Device has been explanted.